Event description:
The customer reported that the system displayed a connection error message and would freeze up (lock-up) when executing the save function. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter board was replaced. The system was then found to be operating as intended.